Event description:
Scratched face [scratch]. Brush heads is starting to slip off electric toothbrush - oral-b [device breakage]. Case narrative: consumer via e-mail stated, that the oral-b toothbrush heads started to slip off of their oral-b electric toothbrush, as they were brushing their teeth. They scratched their face with the metal part of the toothbrush. No serious injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Manufacturer narrative:
29-jun-2023 concomitant product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Scratched face [scratch] brush heads is starting to slip off electric toothbrush - oral-b [device breakage]. Case narrative: consumer via e-mail stated that the oral-b toothbrush heads started to slip off of their oral-b electric toothbrush as they were brushing their teeth. They scratched their face with the metal part of the toothbrush. No serious injury was reported. 30-may-2023 case update from information initially received on 26-may-2023: the concomitant product was oral-b power rechargeable toothbrush handle 3762. The concomitant product lot was (B)(4). No serious injury was reported.